Manufacturer narrative:
Pproduct ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that an overdose occurred however, the specific symptoms were not available. The health care provider (hcp) suspected and overdose of a polysubstance, possibly heroin. Information was reviewed regarding stopped pump mode. It was further verified that the pump was in stopped pump mode. Lastly, it was reported that the patient had overdosed on street drugs and there was nothing wrong with the pump. The pump was turned off related to the overdose. This device system delivered dilaudid.